Event description:
A pt admitted to the hosp with an acute anterior wall myocardial infarction. Course complicated by development of 3 degree heart block. Temporary transvenous pacer wire inserted in 2001. Four days later, the pt again developed 3rd degree heart block with pacemaker failure. Upon inspection, both pacing wire connectors/pins to pacing box had broken. Sheathed pins obscured visual observation that pins had broken, prior to pacemaker failure. Pt not harmed.